Manufacturer narrative:
Additional information: section d4 (serial no) was updated from (B)(6) to (B)(6) based on returned product investigation. Section d4 (expiration date) and section h4 (device mfg date) were updated based on extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor, after four days of wear. The customer was unable to obtain readings and experienced a loss of consciousness. A healthcare provider diagnosed the customer with hypoglycemia and administered glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre sensor, after four days of wear. The customer was unable to obtain readings and experienced a loss of consciousness. A healthcare provider diagnosed the customer with hypoglycemia and administered glucagon injection for treatment. There was no report of death or permanent injury associated with this event.